Event description:
The pt received two leads with the same lot number. It was reported the scs system was explanted, but the pt was unable to remember the date of explant. It was reported the pt did not receive effective stimulation for her pain. An attempt to obtain additional info found the physician was no longer in practice.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.